Manufacturer narrative:
The device will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Primary procedure performed on (B)(6) 2009. A intuitrak bifurcated stent graft and a intuitrak infrarenal aortic extension were implanted. Scans were performed on an unknown date and it was reported that at that time there was no leak and ectatic left common iliac was noted. However, a secondary procedure was performed on (B)(6) 2018, to treat progression of left common iliac aneurysmal disease beyond original limb placement. An ovation ix extender was placed and two afx limb extensions were bridged in the right iliac as at the time of procedure there was minimal overlap noted between the extension in the right iliac. At the time, patient was reported to be asymptomatic and did great post procedure. Patient is in continued surveillance.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.